Manufacturer narrative:
(B)(4).

Event description:
It was reported over the past few months several physicians have noticed the dilator does not "snap or click" into the sheath. Once the dilator is fully inserted into the sheath there was an audible and physical click that could be felt and heard. They allege once the physician inserts the sheath and dilator is attempted, the dilator "backs out" of the sheath. When trying to push through the patient's skin the resistance is enough to make the dilator migrate back out of the hemostasis valve. There was no patient death or complications reported. It is not known how many times this occurred. Follow up information states the physician awkwardly positioned their hand to keep the dilator fully engaged during placement. It is not known if a skin nick was made.

Manufacturer narrative:
(B)(4). Device evaluation: it was reported that the dilator "backs out" of the sheath. When trying to push through the patient's skin the resistance is enough to make the dilator migrate back out of the hemostasis valve. This issue was confirmed. One opened ak-09601 kit, lot 13f16b0160, was returned. The sheath dilator does not show evidence of use. Functional testing found that the dilator does "snap into" the sheath cap but can be removed with minimal force. The sheath cap graphic lists the inside diameter of the opening where the dilator is inserted at .154 / .156 inches. The opening was measured at .155", which met specifications. The graphic also lists outside diameter at the bottom of the dilator hub at .156 / .158 inches. The od was measured at .1555". The outside diameter of the bottom of the dilator was found to be slightly below specification. The instruction booklet directs the user to enlarge the cutaneous puncture site before inserting the sheath dilator. It is not known if a skin nick was made. A device history record review was performed and did not reveal any manufacturing related issues. The probable cause of this issue is manufacturing related. Further investigation into this complaint issue has been initiated.